Event description:
Initially, it was reported that a generator and lead were explanted for unknown reasons. The generator and lead were returned for analysis. Analysis of the generator was completed on (B)(4) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator decoder identified that high impedance existed and changed from 3821 ohms to 12311 ohms on (B)(6) 2013. Further follow-up with the neurosurgeon identified that the high impedance was observed by the neurologist in september 2013 and the generator was programmed off and the patient's seizures were monitored. The neurosurgeon reported that since the patient did not experience an exacerbation in seizures over a 2-3 month period, discussion of removing the vns system with the patient's parents. The parents wanted to proceed with elective removal of the vns system. Analysis of the lead was completed on (B)(4) 2014. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The puncture mark found on the outer silicone and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to high impedance.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.